Event description:
The site reported that during an intraoperative radiotherapy (iort) surgical procedure, they encountered the error message, "steer error", with the concomitant shut down of the intrabeam miniature therapeutic x-ray device. The healthcare professional made the decision to forgo troubleshooting and stop the iort procedure. Only a portion of the prescribed dose was administered to the pt. This is information for pt 2 of 2.

Manufacturer narrative:
The manufacturer's representative inspected the intrabeam system on-site and found he could reproduce the problem when using the intrabeam miniature x-ray source (xrs) in an upside down mode. The xrs was exchanged for another and returned to the manufacturer for further evaluation. The intrabeam automatic beam centering (abc) controls the electron beam positioning to manufacturer's specifications. When the beam position exceeds tolerances, the system displays an error message and the xrs is automatically turned off. Troubleshooting and error messages are discussed in the user manual.